Event description:
It was reported that during treatment with a theranova 400, an external leak fluid was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, water drops were observed in the head area and on the housing. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.